Event description:
The company has issued a recall but has done nothing to fix the issue or provide a date to fix the issue. They are completely and utterly lost. I need the machine for sleep and this recall has affected my day to day life and they have again provided not date on how to fix it. I would just like a full refund and return it so that I can get another company machine because these guys are lost. FDA safety report ID # (B)(4).